Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that lots met all pre-release specifications. (B)(4).

Event description:
On (B)(6) 2008 the patient was implanted with two gore excluder aaa endoprosthesis to repair an abdominal aortic aneurysm. On (B)(6) 2011, the patient underwent a follow-up computed tomography that revealed a proximal type I endoleak with minimal aneurysm growth. (Aneurysm growth amount unknown.) On (B)(6) 2011, the patient underwent a follow-up computed tomography angiography which revealed a persistent type I endoleak with aneurysm growth (aneurysm growth amount unknown). The patient underwent a reintervention where an aortic extender component was implanted. The type I endoleak had resolved; however there was a type ii endoleak. The physician has chosen to wait and watch.